Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of 55mm abdominal aortic aneurysm. It was also reported that the patient received additional treatment. It was reported that the patient died 7 months post implantation from respiratory failure. Autopsy showed that the supra renal fixation of the bifurcated stent graft had eroded through the aorta. The stent graft was explanted during the autopsy. As per the physician, the cause of the erosion through the aorta was unknown. The physician also reported that the erosion of the stent graft through the aorta was not related to the respiratory failure and death. No additional clinical sequelae were reported.